Event description:
Attorney reported: on (B) (6) 2008 - a bard composix kugel mesh was used to repair pt's hernia defect. On (B) (6) 2009 - pt's bard composix kugel patch was repaired. The explant report notes, "the mesh curled on itself forming a big bulge like a baseball size", as well as extensive adhesions, and a complete bowel obstruction leading to a bowel resection. Pt continued to experience abdominal pain and discomfort after her hernia repairs. Pt has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
We have contacted the initial rptr to request additional info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.